Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site and found that the cable connections mistakenly were not connected during the preventative maintenance. The cables were reconnected. The system was tested and verified as ready for use. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sl0645. This complaint is and adverse event due to the following conclusion: the customer converted after the start of the procedure due to cautery not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer stated that the cautery was not working, and a question mark was displayed on the integrated electrosurgical unit (iesu/erbe) front panel, indicating that the erbe could not determine which universal surgical manipulator (usm) the instrument was engaged on. The customer had replaced the cords and exhausted their supply. The customer tried different cautery instruments, still the issue persisted. The customer power cycled the system and removed ac power from the erbe and the issue persisted. The symptoms indicated bad energy cord(s) or bad energy connectors on the erbe. The procedure was converted to open surgery with no reports of patient injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.